Event description:
A portion of the port broke off the allergan lap band, ap standard size broke off before the surgeon implanted the device. The entire device was replaced with same from materials office. The defective device was re-packaged in its original box and wrapper, and sent to biomed. It was defective from the factory. The surgeon is highly specialized in this procedure and has performed this procedure dozens of times.